Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a open circle on the display screen. The customer also indicated that she had an older pump that had a failed battery test and a constant tone and beeping that could not be cleared. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by the customer. No further details given.